Manufacturer narrative:
Citation: giordano, a. Md et al. Impact of predilation before transcatheter aortic valve implantation with new-generation devices. Cardiovascular revascularization medicine (2019); carrev-01490; no of pages 4, doi: 10.1016/j.carrev.2019.01.017. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding the impact of predilation before the implant of transcatheter bioprosthetic aortic valve. All data were collected from multi-center italian registry. The study population included 1409 patients, 823 of which were implanted with an evolut transcatheter aortic valve. The remaining patients were implanted with a non-medtronic transcatheter aortic valve. Serial numbers were not provided. The study population was predominantly female; mean age 82 years. Among all patients adverse events included: valve-in-valve, aortic regurgitation, cerebral vascular accident (cva), vascular complications/bleeding, myocardial infarction (mi), and electrocardiogram (ECG) changes treated with a permanent pacemaker implant. Based on the available information, these events may have been attributed to a medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance issues were reported.